Manufacturer narrative:
The complaint device was not returned to ascent for evaluation so a root cause could not be determined. The device and packaging were not saved so device information such as lot number, manufacture date, and expiration date were not provided. Many attempts were made by ascent to obtain additional information from the facility such as device information, procedure information and patient information. The only additional information provided to ascent was that there was no patient injury and no medical intervention needed. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the reprocessed ultrasonic scalpel was not coagulating as well as the orginal manufaturer device. No patient injury was reported.